Event description:
The customer stated that she was hospitalized twice due to hypoglycemia. The customer's blood glucose reading at the time of the report was 317 mg/dl. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The customer is disconnected during priming. The customer changes her infusion sets every 3-4 days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.